Manufacturer narrative:
(B)(4). Approximate age of device: 4 months, 6 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted for a gastrointestinal (gi) bleed and elevated lactate dehydrogenase. Hemolysis and pump thrombus were suspected. Heparin was administered on an unspecified date and the patient underwent a pump exchange on (B)(6) 2015. The procedure was completed without cardiopulmonary bypass and it was reported that the patient tolerated the exchange "well."

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed small, tissue-like depositions on each of the outlet stator blades, adjacent to the bearing ball. The depositions were non-laminated and did not appear to have originated in this location; however, their specific origin cannot be determined. Dark contact marks were present on the outlet bearing cup and outlet portion of the rotor, indicating that the depositions were present in the outlet stator for an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported hemolysis symptoms. A direct correlation between the returned vad and the reported gastrointestinal bleed could not be determined; however, the instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines recommended anticoagulation therapy. Examination of the remaining blood-contacting surfaces did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the device operated as intended. No further information was provided. The manufacturer is closing the file on this event.